Event description:
It was reported that the patient complained of pain because of a broken rod and a screw. It seemed to have been a long time since the implant was implanted. No revision surgery is reported at this time however it was reported that the revision surgery may be required.

Manufacturer narrative:
(B)(4). The concomitant device used is screw. The implant date is unknown. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.